Manufacturer narrative:
It was reported that the hl20 pump displayed error message: "direct" and "beltslip". No patient involvement reported. Further information was requested but still pending. As soon as new information becomes available a follow up emdr will be submitted.

Event description:
It was reported that the hl20 pump displayed error message: "direct" and "beltslip". No patient involvement reported. Reference number: (B)(4).

Manufacturer narrative:
The reported failure was error message: "direct" and "beltslip". A getinge field service technician was onsite and investigated the unit in question. The fst troubleshooted the device and could confirm the reported error messages: "direct" and "beltslip". After replacement of the optical tacho board the issue was solved. The fst completes full safety check and put the device back in use. The error message: "direct" occurs if the tacho strobe (part of the optical tacho board) has damaged marks. An investigation of the tacho strobe is not possible as it is always damaged during removing of it. The most probable root cause could be determined as a mechanical damage of the marks on the tacho strobe foil. Therefore the direction detection has a defect and displays the error message "direct error". The error message "belt slip" occurs if the difference from the value of the optical tacho to the motor tacho is higher than 10%. The most probable root cause could be determined as follows: a damaged foil of the tacho strobe is a plausible cause for the message "belt slip". Because the sensor no longer detects one or more lines on the film, it measures an apparently low speed at the pump head. Since this speed is then lower than the motor speed, the pump interprets this as a slipping belt and displays this message. The review of the non-conformities during the period of 2010-07-14 to 2021-04-13 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Thus the reported failure "error messages: direct and beltslip" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).